Event description:
Procedure type: according to the reporter, the cannula separated from the hub during the procedure. The cannula was retrieved with kelly clamp without the need of going to open procedure. No patient injury was reported.

Manufacturer narrative:
Initial report sent: 07/10/2007.